Manufacturer narrative:
The device was received not deployed. When opening the needle mechanism deployed. Download data showed no timeouts or drive stalls. Damage on the inside of the top housing indicates that at deployment the linkage assembly ran into the top housing, which caused the device not to deploy. No other issues could be found that would cause the device not to deploy.

Event description:
It was reported that the needle did not deploy. Pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.